Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, h2, h6 and h11: additional information received reported that the pvl resolved by the next day and the patient was subsequently discharged home. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where there were 2 pvl's intraprocedural that required plugging, one at mc and one at p3. Pvl at mc was resolved to none, and at p3 it was reduced to mild after the plug.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for intraprocedural paravalvular leak - between dock and anatomy was confirmed based on empirical evidence. Available information suggests patient factors (large commissure to commissure) likely contributed to the event. The dock was deployed successfully using the double guide sheath technique, so dock positioning and procedural factors likely did not contribute to the pvl. Therefore, the most likely cause of this event is due to event caused by patient factors. Potential patient factors such as large commissure to commissure distance and/or pre-existing commissural health conditions, such as leaflet cleft, perforation, prolapse, flail, and/or mac, may have influenced pvl outcome. The device history record review was completed, and this device passed all manufacturing and sterilization inspections that may have been related to the complaint event. No nonconformances related to the complaint event were identified. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.